Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a knee revision due to unknown reasons approximately one year post-implantation. The patient alleges that metallosis and other complications from their hip replacement allegedly contributed to the indication for knee revision. The patient also allegedly developed a nickel allergy. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.